Event description:
It was reported that (1) al326 was used during a lap hernia procedure. It was reported by the rep that after firing the clip, the applier would not reopen. The clip applier was stuck on tissue. The surgeon had to work with it gently to get it off. The case was completed with another applier. There was no consequence to pt.